Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported left side deflation. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: flat creases, wear abrasion, delamination of valve. A leak test was perform and were not found openings. A microscopic analysis identified: total delamination of diaphram flange disk assessed as adhesive failure. Based on the device analysis the final assessment is delamination of diaphram flange disk assessed as adhesive failure, however the device doesn't leak.

Event description:
Health professional reported left side deflation. Device has been explanted.